Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reports getting false negative rh type result by manual gel method when using abd/reverse gel card lot 100815037-14 exp 09/01/16. This testing took place in (B)(6) 2016. Weak d testing was not done. The patient sample tested was a previously known o negative when first tested in 2014. The test methodology was not known since it was done at a different facility. Not known if weak d testing done. Customer tested a new patient sample in (B)(6) 2016 using another lot of abd/reverse gel card and the rh type resulted by manual gel method was rh positive with 2-3+ reactivity. Customer repeated the test using another lot of abd/rev gel card, using the manual gel method again with this lot resulted in rh positive with 2-3+ reactivity. Issue started on:(B)(6) 2016. Frequency: 1x. Microtubes/wells or cell (donor #) affected: rh microtube. Methodology used: manual gel. Reaction grade obtained: 2-3+ . Customer was expecting: negative. Test repeated: yes. Result obtained by repeating: rh positive. Method used to repeat: manual gel. Ortho provided information on weak d testing. Patient pregnant: yes. Sample type: edta. Reagent/protocol-handling. (Reagent, cards, cassettes): as per IFU. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: off board storage temperature: as per IFU. Stored underneath direct light source: yes/no: no. Protocol details (for customer working in manual methods): pipette used: mts. Incubator type: mts. Cards/cassettes centrifugation: mts. Ortho discussed the IFU of the product used. Customer sent sample to (B)(4) for further testing. Methodology was unknown. (B)(4) reported the sample as o negative with a weak d. Customer reporting for tracking/trending purposes. Customer satisfied with documentation and discussion of weak d testing.